Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, micro-tech (B)(4) is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue.

Event description:
Voluntary distributor report. On behalf of the customer, the conmed sales rep reported an issue with the dc0235w, duraclip hemoclip, lot # m190622231 that occurred (B)(6) 2019 during a colonoscopy at (B)(6). It was reported that the physician deployed a 16mm duraclip and after deployment a metal fragment was found in the patients colon. The fragment is believed to be from the clip or device driver. The fragment was maybe a millimeter. They did not remove the fragment. There were no issues with the clip pre-procedure. This report is being raised on the basis of injury as there was fragmentation, that may have been from the applier, that was not removed from the patient at the time of surgery.